Event description:
2024-12-30: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. The patient had a minor fall, no injury reported. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. The unit has not been received at integrum. Technical investigation has not yet been performed.

Event description:
2024-12-30: integrum has been informed that axor ii unit i6495 has fallen off from the abutment. The patient had a minor fall, no injury reported. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. The unit has not been received at integrum. Technical investigation has not yet been performed. 2025-02-11: axor ii unit i6495 received. 2025-02-24: technical investigation of unit i6495 performed. During the investigation the functions were tested and components inspected. The reported issue could not be replicated. The clamps showed marks which indicates that the abutment may not have been fully inserted at some point. During service the clamps were replaced. The device was thoroughly cleaned and functionally tested according to specification with approved results. A feedback report will be sent to the customer highlight the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. It is important to move the leg/tap the foot on the floor, tighten further and check the attachment. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.